Event description:
It was reported to philips by a customer that the unit's backlight not working, cannot see the screen. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported.

Manufacturer narrative:
Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The international service engineer was dispatched to the site and confirmed the reported problem. The international service engineer replaced the user interface assembly, lcd assembly, and ui pcba to lcd cable to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The device¿s lcd (lcd, user interface, v8000) was returned to the failure investigation (fi) laboratory. A visual inspection of the lcd revealed no evidence of damage or contamination. The fi technician installed the lcd into a fi ventilator to duplicate the reported issue. The customer complaint was not verified. There was no fault found on the returned lcd.

Manufacturer narrative:
The removed display cable (assy, cable, lcd, v8000) was returned to the failure investigation lab (fi). A visual inspection of the display cable (assy, cable, lcd, v8000) revealed no evidence of damage or contamination. The fi technician installed the display cable (assy, cable, lcd, v8000) into a fi ventilator to duplicate the reported issue. The customer complaint was not verified. There was no fault found.